Event description:
Information received indicates the hi/low function of the bed is drifting.

Manufacturer narrative:
The hill-rom technician was performing preventive maintenance on the bed and found the hi/low function was drifting. The technician re-built the hi/low drive to repair the bed.